Event description:
It was reported that the slap hammer was attached to the size 5 cutting block and tried to back slap it off the femur and the connecting pieces snapped off leaving the piece in the slap hammer. Block was removed by hand and case continued without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the male dovetail feature broke off from the ar-623-55 attachment. The fragment remains lodged and contained with the female dovetail feature of the ar-613-99 slap hammer. No relevant features could be measured due to the damage. The cause of the event remains undetermined, the most likely cause for the reported failure can be attributed to wear and tear of the device.